Event description:
"Nil patient impact."

Manufacturer narrative:
(B)(4) follow up report for additional information. Additional information provided by customer, "nil patient impact." Annex e code was updated from e2401 - insufficient information to e2403 - no clinical signs, symptoms or conditions, and annex f code was updated from f24: insufficient information to f26 - no health consequences or impact. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd luer-lok syringe had leakage. The following information was provided by the initial reporter: "administering b12 medication, leaked half way administered, unsure if fault was with needle or syringe, therefore will complete yellow card for both devices."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.